Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to troubleshooting for high blood glucose level, as the insulin pump was not turning on. The customer¿s blood glucose 366 mg/dl. The device will not be returned for analysis.